Event description:
It was reported that this lead had exhibited infection. There was no intervention made at the moment and the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.